Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. It is likely the power could not be turned on due to a broken power inlet. In regards to the dirty tube, the cause could not be specified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found that the device failed to power up due to a damaged power inlet. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the maintenance unit exhibited a broken power inlet and the tubing was observed as unclean. It is unknown when the issue was found. There were no reports of patient involvement.